Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the displacement test or program the pump with a test meter due to the motor error alarms. The pump also had a cracked reservoir tube lip.

Event description:
Customer called to report that the insulin pump alarmed motion sensor test failure. Customer's blood glucose levels were not included in the report. Troubleshooting was done. Advised customer to return the pump with the battery and basal rate zeroed out. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.